Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt's charger only locates the ipg on an erratic basis. The pt stated that she charges every day and it takes over three hrs. A new charging system was sent to the pt; however, it is currently undetermined whether the replacement charger resolved the issue. No further info is available at this time.